Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name valiant captivia - ff; product ID vamf3232c100tj (serial: (B)(6); product type: 0180-aortic stent graft; implant date (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant captivia stent grafts were implanted in the endovascular treatment of a 62mm taa.  It was reported that following the procedure, the right external iliac artery and femoral artery became occluded. A thrombectomy and fem-fem bypass was performed the following day but the patient developed a mal perfusion disorder and the cardiac pulmonary arrest and expired 5 days post the index procedure in ICU. The patient blood pressure could not be controlled. Per the physician the cause of the occlusion was vascular morphology. It was said the patients right access vessel condition was poor and it was thought a sheath passing may have contributed.  It was confirmed it was a non mdt sheath that could have contributed to the occlusion due to prolonged ischemia. It was said in relation to the relatedness of the death to the stent grafts, that if the tevar was not performed the patient would not have died. No additional clinical sequalae were provided.

Manufacturer narrative:
Film evaluation summary: the reported occlusion could not be confirmed on the single pre-implant film provided; therefore, the cause of the event could not be determined. Complete pre-implant cts were not available for a more thorough assessment of the pre-implant anatomy. Procedural angiograms and post-implant cts were not available for assessment of the reported occlusion and patient death. It is possible that observed calcification and vessel tortuosity may have contributed to the occlusion, but this could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.